Event description:
Dr. Reports that they have a pt who has a severe infection after being injected in their nose with radiesse. The pt was injected in their nose. A gortex implant was previously implanted in their nose. The pt reported that they may have caused the infection by touching their nose while their hands were contaminated with power steering fluid.